Event description:
It was reported that pump displayed altitude alarm 21 earlier in the day while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer did not need to replace cartridge, insulin delivery was not suspended at time of call, and customer resumed insulin with original cartridge after receiving tips from technical support on how to prevent altitude alarms.